Manufacturer narrative:
(B)(4)

Event description:
It was reported that a broken needle occurred. The sensor was inserted at the abdomen on (B)(6)2021. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted at the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.